Event description:
Patient was been treated for stenosis of the right sfa with a pacific extreme pta balloon when a dissection occurred. Patient recovered.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
The clinical events committee adjudicated that the previously reported dissection was related to the study device.